Manufacturer narrative:
The device was returned for analysis. The reported stent break was not confirmed. The reported failure to advance could not be confirmed as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the moderately calcified, moderately tortuous and 97% stenosed artery causing the reported difficulty to advance. The investigation was unable to determine a conclusive cause for the reported stent break as the device was returned for evaluation and the stent was stationary between the balloon markers with no damage noted. The account was notified and confirmed the correct device was returned for evaluation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 97% stenosed, moderately calcified and moderately tortuous vessel in the left anterior descending (lad) artery. The stent of the 2.75x28mm xience sierra stent delivery system (sds) was noted to have a fracture on the struts during the procedure and could not cross the lesion due to the anatomy. Another same size xience sierra was used to complete the procedure. There were no adverse patient effects and there was no significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 97% stenosed, moderately calcified and moderately tortuous vessel in the left anterior descending (lad) artery. The 2.75x28mm xience sierra stent delivery system (sds) stent was noted to have a fracture on the struts during the procedure and could not cross the lesion due to the anatomy. Another same size xience sierra was used to complete the procedure. There were no adverse patient effects and there was no significant delay in the procedure. No additional information was provided.